Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. The lens was exchanged with a same length lens of a different cylinder & axis and the problem was resolved. Cause of the event listed as user error. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: over/under correction h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).